Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl and trace ketones. The cause of the high bg was unknown. Reportedly, the customer used off label insulin. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.